Event description:
Varilase platinum bright tip laser fiber 55cm is overheating resulting in tip fracture at normal wattage. This has now happened with multiple laser from same manufacture. Additional laser tested ex vivo and can clearly see overheating and burning of the tip. I have contacted the supplier representative (B)(6) phone (B)(6), ext to (B)(6) and encouraged to take appropriate action to notify others of this potential problem. We have had a total of 5 similar failures with device recently. FDA safety report ID# (B)(4).